Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother stated that daughter has gone through diabetes keto acidosis twice already in hospital due to insulin not delivering. The customer's blood glucose was 300 mg/dl. The customer did not have insulin pump to troubleshoot . The product was not returned for analysis.